Event description:
It was reported that during a lap gastric bypass procedure, the staples were not formed properly. They got a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.